Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an x-ray examination revealed externalized conductors on the right ventricular lead. The lead was capped and replaced. There were no adverse effects for the patient.